Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes not recognized) was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass falloff testing. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was not recognizing tes.